Event description:
Country of complaint: (B)(6). Thread breaks.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in our stock. We have received 1 open cassette, with the opening date written:(B)(4) 2013. The reception date was (B)(4) 2014, so the cassette has been received after more than 4 months of opening. Thread in the cassette received breaks easily due to cassette being opened for more than 4 months and the thread is degraded. Thread degrades by hydrolysis due to air humidity, therefore it must be used within 4 months once opened. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.